Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he experienced low blood glucose levels twice in the past week and a half, and the paramedics were called. The customer's wife treated him with orange juice, and when the paramedics got there, his blood glucose reading was 88 mg/dl. The customer stated that his sensor was giving the same reading. Troubleshooting was performed, and the insulin pump had the wrong time and date. The basal rates were correct. Advised the customer of the importance in having the correct time and date programmed. Nothing further was reported.